Event description:
It was reported that during a da vinci hysterectomy procedure, the leading wires of the permanent cautery hook instrument broke. The planned surgical procedure was completed with a replacement permanent cautery hook instrument. No additional information was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported failure mode engineering found that the conductor wire is broken near the proximal pulley and the wire insulation exhibits damage as it exits the conductor cap. In addition, the instrument passed electrical continuity testing. Engineering also observed that the proximal clevis and the distal clevis hub exhibit charring which is indicative that arcing occurred.